Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.